Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that the failure reported was not a reportable event as this failure is not likely to cause or contribute to serious injury or death. This even is not reportable and the associated MDR is void.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
There is a thin ridge at the opening of the cone that can break during application and can be injected. There is also a cloudiness on the syringe wall. Additional information: when did the incident occur: during use or before use? Before use ¿ has there been any patient impact (serious injury, medical intervention, change of treatment required)? No, but that could have happened ¿ we would like to ask you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: unused.